Manufacturer narrative:
The check of the DHR of the involved lot # (201400860) did not show any anomaly on the (B)(4) pieces manufactured with this lot #, thus indicating that the devices were released on the market in compliance with specifications. This is the first and only complaint received on this lot#. We will submit a final report once we conclude our investigation.

Event description:
On (B)(6) 2015 the patient underwent shoulder arthroplasty: the prosthesis consisted of a l1 metal back glenoid with pe liner and a smr stemless on the humeral part. On (B)(6) 2016 the patient went to the doctor because he experienced pain and squeaking of the prosthesis. From the x-rays taken the glenoid part looked damaged on one side. Revision surgery recommended. Event occurred in (B)(6).